Event description:
The end user states the rubber wheel fell off of her chair on the driver tire right side. She states the issue occured in her home and she cannot get the serial number nor the rubber back on the tire (B)(4).

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.